Event description:
Patient presented to or for repair of t12 burst fracture thoracotomy approach. Patient was positioned lateral, right side down, on jackson table. Table was requested to be lowered and turned to the operator's right. Operator at the head of the bed could raise and lower the table with hand control but was unable to tilt the table with the control. The rotation lock button was pushed and the 180 degree rotation knob was turned. The bed immediately rotated which caused the patient to fall to the floor unassisted. The patient was found to have no serious disabilities or lasting harm following the event or at present time. The patient was awakened per anesthesia and evaluated neurologically. No neuro deficits were found and patient was taken to the pacu. Scheduled surgery was performed later the same day.